Event description:
This device could not be interrogated during a follow up. Standard interrogation troubleshooting was performed without success. It was recommended to the physician that the device be explanted immediately.